Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications. In conclusion, it is probably that the patient had an undesirable side effect to the injections, as indicated in the dfu (secondary reaction at the injection site, can occur).

Event description:
After treatment with 0.2 cc of juvederm ultra in the upper lips, the pt immediately presented with extremely severe swelling at the injection site that first started in one side then spread to the other side. The physician noted that it was an allergic reaction. The pt has no history of severe allergies, no autoimmune disease, and was not on any concomitant medical therapies. The physician stated that the swelling was so bad that there was "almost a blister formation." The physician prescribed benadryl that helped with lowering the swelling. In the evening the swelling redeveloped; so, the physician prescribed prednisone. The physician stated that both oral interventions were given to prevent worsening of symptoms that would lead to permanent damage. After additional follow-up with the physician two days later, it was noted the physician injected the pt with a high dosage of steroids and symptoms resolved.